Event description:
It was reported that the programmer had an unknown error. Further follow up did not yield any additional information. The status of the programmer is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.